Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter phone#: (B)(6). Initial reporter zip code: (B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date : unknown.

Event description:
It was reported that 1 syringe 0.3ml 29ga 1/2in hub separated. The following information was provided by the initial reporter: the customer reported that the needle with the shield was separated from the barrel.

Event description:
It was reported that 1 syringe 0.3ml 29ga 1/2in hub separated. The following information was provided by the initial reporter : the customer reported that the needle with the shield was separated from the barrel.

Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. Two photos of a 0.3ml bd insulin syringe were provided. The customer reported that the needle with the shied was separated from the barrel. The photos were examined, and it was observed that the needle hub/shield assembly was detached from the barrel. No damage to the barrel tip was observed. Due to the batch being unknown, no DHR review can be completed. CAPA#1360423 was initiated. H3 other text : see h.10.